Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient cannula had came off the body on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 435 mg/dl and got treated with short acting shot of insulin. No further information available.